Event description:
It was reported that the downstream occlusion (dso) sensor seal and air detector was coming off. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal and air sensor are damaged and lifting. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection confirmed the complaint of dso seal damaged and lifted. Complaint of, the air sensor lifting was not confirmed through visual inspection and verification testing. Air sensor is solid and in good condition. The event history log was reviewed. The dso sensor was replaced and the device passed all testing.